Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had no known device problem. It was used with kit that was red hot and smoking. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The dc extension cable device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. No visual inspection was conducted. No conformities were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro (lot 25125165). To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the return condition of the device and the investigation results, there are ¿no known device problems" confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had no known device problem. It was used with kit that was red hot and smoking. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The dc extension cable device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. No conformities were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro (lot 25125165). To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter (an 14054 due 04/03/2019). The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the return condition of the device and the investigation results, there are ¿no known device problems" confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had no known device problem. It was used with kit that was red hot and smoking. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The dc extension cable device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. No visual inspection was conducted. No conformities were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro (lot 25125165). To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the return condition of the device and the investigation results, there are ¿no known device problems" confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had no known device problem. It was used with kit that was red hot and smoking. The hospital did not report any patient effects.